Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) received one episode on anti-tachycardia pacing (atp) and six inappropriate shocks due to sinusal tachycardia. This ICD remains in service. No additional adverse patient effects were reported.